Event description:
It was reported that during a routine hemodialysis treatment, arterial air alarms occurred which could not be resolved. Manual rinseback was not possible as blood had clotted in the cartridge circuit resulting in a 210cc blood loss. No medical intervention was required.